Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed for low readings. Also found cannula split from tubing.

Event description:
Customer called to report multiple calibration errors on the sensor. Customer's blood glucose reading was 160 mg/dl and sensor glucose was 55 mg/dl. Product is being returned and replaced.